Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to urethral atrophy the patient had his artificial urinary sphincter (aus) cuff removed and a plug was put inside the tubing to allow the urethra to heal. Should additional information be received a supplemental report will be submitted.